Event description:
The instrument was used during a laparosocpic vaginal hysterectomy. The device was placed through the seal cap on both sides of the pt and both 1 seals made a popping sound. Upon removal of the device, the seals were noted to be torn and leaking. The device locked out after the third firng. The cartridge was replaced and instrument remained locked out. A new device was used to complete the procedure. There was no consqeuence to the pt.